Event description:
It was reported by service report that the cot's fowler would not stay raised. It was reported that the pt was involved with the alleged event. However, no adverse consequences were reported.